Event description:
It was reported by service report that the base tilt sensor on the bed was faulty and the bed was displaying an error. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Angle sensor.